Manufacturer narrative:
There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
An insurance company is filing a claim notice under case (B)(4) alleging that a heating pad was the cause of a burn to its clients' s left shoulder.

Event description:
An insurance company is filing a claim notice under case reference number (B)(4) alleging that a heating pad was the cause of a burn to its clients' s left shoulder.

Manufacturer narrative:
There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product. Establishment registration #: (B)(4).